Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: date of this report was updated. Device availability and return date was updated. Date received by manufacturer was updated. Type of report was updated. Type of follow up was updated. Device evaluated by manufacturer was updated. Tyoe of investigation codes were added: (B)(4). Narrative/ data was updated. Dental implant infection is a well-documented, previously investigated failure which is currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess dental implant infections as potential failures with adequate controls in place. The process controls in place demonstrate that the gamma sterilization and manufacturing/ packaging processes are controlled and robust and are unlikely to result in the release of non-conforming product to the field. The design controls also demonstrate that the implant design is unlikely to cause or contribute to an infection of a dental implant. Additionally, sterilization verification and/or validation activities are completed for each hazardous situation associated with implant infection, demonstrating that the existing controls in place mitigate all hazards to an acceptable level. DHR review was completed for the subject lot number (63815617). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record ((B)(4)) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63815617) for similar event and no other complaint was identified. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformance impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required. As documented in the summary investigation, contributing factors for this reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/ condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that implant was removed due to infection at tooth location 29. Inflammation and infection found after 3 months of placement.